Manufacturer narrative:
The reported event for high impedances was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing. The ipg displayed normal impedances and entered into MRI mode with no issues.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedance on second port which was not used since the patient only has one lead implanted. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, the issue was resolved and therapy was confirmed post op.

Manufacturer narrative:
E1: (B)(6).